Manufacturer narrative:
The customer reported that the AED is prompting to connect pads even though pads are connected. They did not report that this event occurred during patient use. Analysis of the log files from the AED showed that the AED should be removed from service due to intermittent pad issues and returned to defibtech for analysis.

Event description:
The customer reported that the AED is prompting to connect pads even though pads are connected. They did not report that this event occurred during patient use.